Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-08530, 08531. It was reported that the pt had inadequate pain coverage. One of the lead contact had invalid and the other contacts had impedance values over 1100 ohms. Reprogramming the device was unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.